Event description:
The event is reported as: the customer alleges that circuit melted. The circuit set-up had an extra piece of non-heated tubing extended to the pt and that's where the temperature probe set. The pt's oxygen saturation was in the 90s. The circuit was replaced. The condition of the pt is fine.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is on-going at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided.